Event description:
It was reported blood regurgitation was noted from the back flow valve. There were no reported consequences to the patient.

Manufacturer narrative:
Both the sheath and dilator were received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Functional testing revealed a leak at the hemostasis seal within the introducer hub as well as the side arm attachment of the stopcock. Upon further inspection it was noticed that the seal was torn at multiple locations along the inner seal slit and the stopcock had a crack at the base of the connection port. The damage to the seal and/or the stopcock likely caused the leak. The st. Jude medical instructions for use (IFU) states "do not remove dilator or catheter rapidly. Damage to valve may occur, potentially compromising hemostasis". The device was manufactured prior to implementation of a quality improvement project which addresses defects in the supplied stopcock assembly.